Manufacturer narrative:
(B)(6).

Event description:
It was reported that removal difficulties were encountered and the stent migrated. The 80% stenosed target lesion was located in the internal carotid artery to the common carotid artery. A 10.0-31 carotid wallstent was selected for use. Despite severe resistance felt upon advancing, the stent was placed. After stent deployment, removal difficulties were encountered while attempting to remove the stent delivery system (sds). The sds was removed after it was pulled with force. As a result, the placed stent was lowered and moved slightly proximal. Subsequently, another stent was added with no issues and the procedure was completed. No patient complications nor injuries were reported.